Event description:
This case was cross referenced with cases: (B)(4) (cluster)this unsolicited case from united states was received on 16-nov-2017 from a non-healthcare professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and later after few days, the patient had inability to bear weight, had decrease mobility, severe swelling and pain, also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once for osteoarthritis knee pain (suprapatellar pouch in right knee) (batch/lot number: 7rls021, expiry date: 31-may-2020). On an unknown date in (B)(6) 2017, after few days the patient had severe swelling, pain, decreased mobility and inability to bear weight. Corrective treatment: unspecified for all the events. Outcome: recovering for all the events. Seriousness criteria: required intervention for all the events. A pharmaceutical technical complaint (ptc) was initiated with ptc number 50514. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Follow up information was received on 17-nov-2017. Related case ID added. Text was mended accordingly. Additional information was received on 22-nov-2017. Global ptc number was added. Additional event of device malfunction was added with details. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company follow up comment dated 21-dec-2017: this case concerns an elderly female patient who received treatment with synvisc one injection from the recalled lot and later experienced weight bearing difficulty, mobility decreased, right knee swelling, and right knee pain. Although exact event onset date has not been provided in the case, temporal relationship can still be established between the event and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the pharmacological plausibility of the events to the product cannot be excluded.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a non-healthcare professional. This case concerns a (B)(6) female patient who received treatment with synvisc one and later after few days, the patient had inability to bear weight, had decrease mobility, severe swelling and pain no past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once for osteoarthritis knee pain (suprapatellar pouch in right knee) (batch/lot number: 7rls021, expiry date: 31-may-2020). On an unknown date in (B)(6) 2017, after few days the patient had severe swelling, pain, decreased mobility and inability to bear weight. Corrective treatment: unspecified for all the events. Outcome: recovering for all the events. Seriousness criteria: required intervention for all the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns an elderly female patient who received treatment with synvisc one and weight bearing difficulty and mobility decreased. The role of the drug cannot be denied for the occurrence of the event based upon the available information. However, the information regarding patient's medical history, concurrent conditions, concomitant medications and other risk factors will aid in comprehensive assessment of this case. Additionally, elderly age of the patient acts as a confounder for the same.